Event description:
(B)(4). My doctor promised that essure plugs will be the best way for me to no longer have kids instead of cutting my tubes. I had twins at the age of (B)(6) and I was scared to have more kids. So I listen to my doctor and got to essure plugs . I never heard of essure before but my doctor sounded really sure about them . He said I will not feel any pain after I wake up nor will I be bleeding . The moment I woke up I was in extreme pain. As I walk to the bathroom to pee, there was blood all on the floor from my room to the bathroom in the hospital. Since (B)(6) 2012 I've been in so much pain and been living in "profanity". I am always bloated I have been depressed that I cannot longer functioning life. I've been a college student since graduating high school and after essure I fell off tremendously. I can no longer focus and my memory is really bad. My teeth need a lot of work done to them. I have constant pain in my right ovary. I moved from where I received the essure and my current doctor has no clue about essure problems so he says all my symptoms are not related to essure. My initial doctor said if I ever received pain that he might do a hysterectomy on me I am only (B)(6) and I feel I am too young for one.